Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 13.2 and 7.6 mmol/l. Test were done within 20 minutes with a difference of 48%. Pt did not experience any adverse events. No further info has been reported.